Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the customer tried two times to walk the patient slightly longer to achieve their goal of walking a mile, however, the battery for the cs300 intra-aortic balloon pump (iabp) signaled it was very low, so the customer had to plug the iabp into wall power. It was understood by the customer that the battery of the cs3000 should last 3 hours. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2020 through apr 2021 was reviewed. There were no triggers identified for the review period.